Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI# (B)(4). Note: manufacturer contacted customer on 10/5/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 152 and 183mg/dl using meter type meter. The test strip lot manufacturer's expiration date is 08/13/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 10/5/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 152 and 183mg/dl using meter type meter. The test strip lot manufacturer's expiration date is 08/13/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).